Event description:
Customer reportedly obtained results of 84mg/dl, 168mg/dl, 62mg/dl, 99mg/dl, and 180mg/dl within 10 minutes on the advantage system while incoherent. Layperson attempted to treat the customer with juice and after result of 99mg/dl he gave the customer a glucose injection. Approximately 40 minutes after result of 180mg/dl the paramedics arrived and tested customer at 33mg/dl on their device. Customer was given more juice as treatment. Requested return of suspect system and replacement was sent.